Event description:
The following allegation was reported to davol by the patient's wife: it is alleged that the patient underwent bilateral hernia repair on (B)(6) 2007 with the implant of two bard perfix plugs. Allegedly, he experienced minor residual pain post implant, however approximately one year later the pain began to increase. It is alleged that due to this pain in (B)(6) 2015 he underwent an ultrasound and no hernia was detected, nor was the mesh visualized. It is alleged that the patient's m.d. Does not know the source of the pain and that surgery would be needed to assess the source.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A review of the manufacturing records shows that the lot was manufactured to specification. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow MDR will be submitted. See MDR 1213643-2015-0065 for information related to the other perfix plug alleged to have been implanted on (B)(6) 2007.